Manufacturer narrative:
This is an investigational device in (B)(6). PMA/510(k)# of equivalent device: p100022/s001. The ziv6-35-125-5.0-100-ptx-ci stent of lot number c1069994 was implanted in the patient and is therefore unavailable for evaluation. With the information available a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. And the following comments were provided by the independent reviewer: ¿findings: implantation angiography and one year follow up ultrasound is provided along with the complaint report. The target lesion was left distal sfa occlusion. The proximal sfa was focally 33% stenotic. Otherwise inflow was normal. Runoff was three vessel to the ankle and two vessel to the foot. The peroneal and posterior tibial arteries were moderately stenotic proximally but otherwise normal. The anterior tibial artery was normal. The occlusion was completely relieved by stent implantation. Lumen diameter within the stent was 4.2mm. On ultrasound, the entire stent was occluded from the proximal end to the distal most 8cm. From the distal most 8cm to the distal end, the stent was nearly occluded. Impression: stent occlusion at the one year follow up is confirmed. No findings increasing the probability of occlusion were observed. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The stent was occluded on the one year follow up ultrasound. Cause of adverse events was not observed.¿ the customer complaint can be confirmed as stent occlusion was observed on the imaging. According to the imaging review, stent occlusion at the one year follow up is confirmed. No findings increasing the probability of occlusion were observed. Further information was requested from the reviewer regarding the nature of the occlusion and the following response was received: "based on the imaging, nature of the occlusion cannot be determined. However almost universally when an occlusion occurs three months or later after implantation a mixture of neointimal hyperplasia and thrombosis is present. Primarily thrombotic occlusions occur early either from stent kinking or from local hypercoagulability from bare metal exposure. Typically after the metal is covered with neointima, this risk diminishes. That is why dual antiplatelet therapy is typically continued for three months". From information provided, it is known that the patient had pre-existing conditions, including diabetes type ii and a history of tobacco use. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. However a definitive root cause cannot be determined. It may be noted that as per the instructions for use, restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1069994. According to information provided treatment included a change in medications. No other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) ¿ superficial femoral artery in-stent occlusion stent possibly related to device. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 80 mm balloon. One 5.0 mm x 100 mm (lot # c1069994, serial # 574942) zilver® ptx® v study stent was placed in the left distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stents or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 mm x 80 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was .95. On (B)(6) 2015, the patient was discharged from the hospital taking aspirin and clopidogrel. On (B)(6) 2016, the six-month follow-up clinical assessment was performed. The study leg abi was .91 and the rutherford classification was three. On (B)(6) 2016, the patient¿s aspirin was discontinued on (B)(6) 2016, the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was .77 and the rutherford classification was two. On the same day, the patient¿s clopidogrel was discontinued. The proximal portion of the stented segment was 50-99% stenosed, the portion within the stented segment was occluded and distal portion of the stented segment was 50-99% stenosed. Core lab is not currently available. The investigator evaluated this event and determined it was possibly related to the study product. Treatment included a change of medication. FDA MDR report required based on the conservative assessment that the change in medicine to treat the report of re-occlusion could be viewed as medical intervention to prevent a serious injury.